Event description:
During testing, it was found that if the touchguard override button on the hand held controller is stuck, then movements and treatments are still possible.

Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional information to the FDA.

Manufacturer narrative:
Over-riding the touchguard does not directly cause a hazard. The severity and likelihood of possible scenarios have been considered and analysed. The risk assessment concluded that the risk associated with the touchguard over-ride is tolerable. However, a fix will be introduced in future maintenance to prohibit the treatment during a touchguard over-ride. Please note that this is the final report. Manufacturing site/address has been updated. Resubmitting form 3500a due to an administrative error. The previous report was submitted with incorrect MFR report number of 9817016-2013-00008 which should have been 9617016-2013-00008. This is now been corrected as a follow-up to 9617016-2013-00008 as requested by FDA medwatch program department.